Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "system error code 322 ¿ lower link switch not activating" was reproduced. A review of the event history log revealed multiple occurrences of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be I/o pcb is the failed component. The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported symptom of "system error code 345 ¿ thermistor disparity " was reproduced. A review of the event history log revealed multiple occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor is the failed component. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) and system error 345 (thermistor disparity). This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.